Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was unable to recover the matrix after opening the back panel and confirming no obstruction. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix failed to recover despite opening the back panel and confirming no obstruction. A field service engineer reseated the matrix bus cable and rebooted the device and performed hardware test application (hta) testing with all tests passing. The fse replaced the defective ethernet cable. The system functioned as intended after the field service engineer repaired the device.